Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box showed cs-088-85b3 alarms occurred. A visual inspection of the pump showed that the battery compartment was cracked below and above the bumper pad. The returned battery cap has stripped threads. A test cap was used for testing. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no moisture was found on the pcb or internal components. The complaint of a call service alarm issue was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.